Manufacturer narrative:
Two still cine images were provided by the account. The images capture what appears to be the lesion site in the rca. There are no images capturing a device in the vessel. It is not known of the images are pre or post dilatation. The images suggest that the tight lesion may have contributed to the damage to the stent but this cannot be confirmed. The stent deformation cannot be confirmed from the images provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a resolute integrity drug eluting stent to treat non-calcified and moderately tortuous mid rca lesion exhibiting 90 % sub total stenosis. No damage noted to device packaging or issues removing the device from the hoop. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement and no excessive force was used. It was reported that stent deformation in vivo during positioning occurred with stent strut damage. The physician switched to another resolute integrity to continue the procedure. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.